Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, with the description of torn or broken haptic. Additional information received and stated that haptic was broke while surgeon was inserting the iol and it was promptly removed. There was patient contact and there was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in the lens case. Viscoelastic was dried on the lens. One haptic was broken-distal area, not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The reported broken haptic was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on the observation, it is concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is:(B)(4).